Event description:
It has been reported that the footswitch did not work and x-ray was not possible . The system was in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the footswitch did not work, and x-ray was not possible. Review of the system log file showed that x-ray is not possible due to issue with the footswitch. Upon further inspection, the fse found that the wired foot switch was defective. The fse replaced the wired footswitch. After replacement of the wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.